Manufacturer narrative:
The ge svc rep conducted an onsite investigation. The power connector was reseated. The sys was tested and operates as intended.

Event description:
The customer reported that the sys would not display an image. No pt injury was reported.